Event description:
During the device check, after the device was cleaned, the user could not power on the autopulse platform (sn (B)(4). Per the reporter, the platform performed the compressions without interruption during the patient call the day before. The platform was cleaned using a rag and wiped down. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform(sn (B)(4) could not power on was confirmed during functional testing. The root cause for the customer-reported complaint was a defective power switch cable, likely attributed to wear and tear. The power switch cable was replaced to remedy the issue. The autopulse platform was manufactured in december 2015 and is over 6 years old, and has exceeded its expected service life of 5 years. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. The archive data review showed no significant discrepancies. Initial functional testing could not be performed due to the platform not powering on, thus confirming the reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).